Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical no external power, power cable disconnect and low voltage hazard alarms was confirmed via analysis of the log files and evaluation of the returned heartmate 3 system controller (serial number: (B)(4). The submitted log file and the log file downloaded from the returned controller contained approximately 3 hours of data combined (08sep2022 from 11:38:44 to 14:21:08 per the timestamp). Atypical power cable disconnect alarms activated due to the relative state of charge (rsoc) and bus voltages of the black power cable dropping while connected to the power module; the voltages ranged from 8v to 11v during the atypical drops. The rsoc and bus voltages should be approximately 14 v while connected to the power module. Additional to the atypical power cable disconnect alarms, atypical no external power and low voltage hazard alarms also activated when the white power cable was disconnected from the controller while the black power cable was connected to power. The driveline was disconnected on 08sep2022 at 14:20:51 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Visual inspection of the returned controller revealed that the pins 3 and 4, which are associated with the power return lines of the controller circuitry, were broken off. The system controller was connected to a test power module/system monitor and mock circulatory loop for additional testing and the no external power alarm was reproduced when the white power cable was disconnected. The controller functioned as intended when the black power cable was independently disconnected. The bus and relative state of charge (rsoc) voltages on the black power cable were observed to be approximately 8 v when the white power cable disconnected; this was caused by the black power cable not being grounded due to the missing pins. The power cables were exchanged with test power cables and the issue resolved. The remaining wires integrity on the black power cable were tested and no issues were observed. The root cause of the reported event was determined to be due to broken pins on the black power cable; however, the root cause of the broken pins could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number hsc-082079, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 30jan2020. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect, low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. The subsection entitled ¿guidelines for power cable connectors¿ indicates how to properly connect/disconnect the power cables from power sources, including lining up the half circles inside the connectors and never twisting or forcing the connectors. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having connect power immediately alarms despite one power lead remaining connected to a power source. This issue occurred on both the white and black power leads on battery power and when connected to the power module. No alarms occurred when both power leads were connected. The alarms persisted after cleaning the batteries and clips, using different batteries, and ensuring the backup battery was charged. Log file review captured low power hazards when the white power lead was disconnected. The backup battery provided power during these events and there was no interruption in pump support. The controller was exchanged and all alarms resolved.